Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the coils on the tube were damaged from the 26cm marker to the i.d. 6.5 marker. The tubing also appears to have been pinched at approximately the 25cm marker. No other defects were observed. The et tube was then functionally tested for kinking. A ball bearing could not freely pass through the tube. Resistance was met at the same location where the tubing was visibly pinched and the coils were offset. Based on the investigation performed, the reported complaint was confirmed. A DHR review was performed on the spiral flex et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
Customer alleges that, during a procedure, the doctor found "part of the steel wire missing" which caused the tube to kink. The doctor changed the tube to complete the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A visual inspection of the picture attached to this complaint found that the failure mode "tube kinked" was unable to be confirmed. No other defects were observed from the photo. The actual device sample was not returned at the time of this report. A dimensional, and functional inspection of the device involved in the complaint could not be conducted at this time since the device was not returned. A device history review did not show issues related to this complaint. Customer complaint cannot be confirmed due to the device sample not being available to perform a proper investigation to determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer alleges that, during a procedure, the doctor found "part of the steel wire missing" which caused the tube to kink. The doctor changed the tube to complete the procedure. The patient's condition was reported as fine.